Event description:
A ventilator was returned to the manufacturer for service. There was no patient harm or injury. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues.